Event description:
The pt took 20 units of insulin 50/50 humulin at 8 a.m. The nurse tested his blood glucose on suspect device at 3 p.m. And was 139 mg/dl. No insulin was given at this time. He then ate dinner at 5 p.m. At 8:30 p.m. The nurse then tested his blood glucose again on suspect device because the pt was unconscious and it was 113 mg/dl. Within an hour he was at the hosp and blood glucose was tested and was 28 mg/dl. The nurses did not have info regarding treatment rec'd at the hosp. The pt is still hospitalized.